Event description:
It was reported that the patient presented complaining of "weird feelings" in their chest and right side. It was determined that the patient was suffering from diaphragmatic nerve stimulation. The device was interrogated and the right atrial (ra) lead exhibited a lack of sensing. The atrial sensitivity was adjusted, in which the ra lead then exhibited intermittent sensing. It was also noted that the atrial threshold had risen since change-out. A chest x-ray was performed revealing that the ra lead had dislodged and pulled back. The physician opted to reprogram and turn off the ra lead, programming the device to vvi with the ventricular sense response pacing on. The ra lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694758 lead implanted: 2009-(B)(6); 419478 lead implanted: 2005-(B)(6). (B)(4).